Event description:
It was reported that occlusion alarms occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and it was not reported as ¿high¿ by the cgm. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.